Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date usage of device: monitor (B)(4): 04/2011 - reuse. Electrode belt (B)(4): 10/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).

Event description:
A distributor contacted zoll to report that a (B)(6) female patient received an inappropriate defibrillation while walking at church. The patient received a treatment at 19:30:10 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was conscious during the event. The patient reportedly fell down during the treatment. The patient was taken to the hospital and continued to use the lifevest.